Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Customer¿s blood glucose level was not impacted. A supply change was performed resolving the issue.